Event description:
As reported via the empower study, a 42-year old male (subject (B)(6)) presented with a subarachnoid hemorrhage (hunt & hess grade 1) on (B)(6) 2020 and subsequently underwent stent-assisted coil embolization of a ruptured posterior communicating artery aneurysm on (B)(6) 2020. The aneurysm had the following dimensions: maximum aneurysm diameter 2.5mm and neck size 3.89mm. The parent vessel diameter was 3.8mm. Stent-assisted coil embolization was performed with the implantation of a 4mm x 16mm enterprise 2 (encr401612/11195598) vascular reconstruction device (vrd). The stent and unspecified coils were successfully placed in the aneurysm. Immediate post-procedure assessment showed raymond-roy score of class 1: complete obliteration. Routine neurological examination performed prior to discharge on (B)(6) 2020 revealed hunt & hess grade 0 and modified rankin scale (mrs) score of 0. The patient was seen in the clinic on (B)(6) 2020 for 30-day follow-up visit. Angiography/imaging examination was not performed as the patient¿s condition was stable. Modified information received from the clinical database on (B)(6) 2022 indicated that digital subtraction angiography (dsa) performed at the 180-day (6-month) follow-up visit on (B)(6) 2022 showed aneurysm recanalization. Raymond-roy score was class ii: residual neck (contrast filling in aneurysm neck but none in aneurysm body). There was no evidence of aneurysm rupture or in-stent thrombosis/stenosis. No action was taken. The event has not resolved. Per the pi, the aneurysm recanalization was mild in severity and possibly related to the study device, study procedure, and dual antiplatelet therapy. The event was not considered serious.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Patient identifier: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported via the empower study, a 42-year old male (subject (B)(6)) presented with a subarachnoid hemorrhage (hunt & hess grade 1) on (B)(6) 2020 and subsequently underwent stent-assisted coil embolization of a ruptured posterior communicating artery aneurysm on (B)(6) 2020. The aneurysm had the following dimensions: maximum aneurysm diameter 2.5mm and neck size 3.89mm. The parent vessel diameter was 3.8mm. Stent-assisted coil embolization was performed with the implantation of a 4mm x 16mm enterprise 2 (encr401612/11195598) vascular reconstruction device (vrd). The stent and unspecified coils were successfully placed in the aneurysm. Immediate post-procedure assessment showed raymond-roy score of class 1: complete obliteration. Routine neurological examination performed prior to discharge on (B)(6) 2020 revealed hunt & hess grade 0 and modified rankin scale (mrs) score of 0. The patient was seen in the clinic on (B)(6) 2020 for 30-day follow-up visit. Angiography/imaging examination was not performed as the patient¿s condition was stable. Modified information received from the clinical database on (B)(6) 2022 indicated that digital subtraction angiography (dsa) performed at the 180-day (6-month) follow-up visit on (B)(6) 2022 showed aneurysm recanalization. Raymond-roy score was class ii: residual neck (contrast filling in aneurysm neck but none in aneurysm body). There was no evidence of aneurysm rupture or in-stent thrombosis/stenosis. No action was taken. The event has not resolved. Per the pi, the aneurysm recanalization was mild in severity and possibly related to the study device, study procedure, and dual antiplatelet therapy. The event was not considered serious. The device remains implanted therefore no further investigation can be performed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot11195598. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Aneurysm recanalization is a known potential adverse event associated with this time of procedure. Aneurysm recanalization is a condition requiring additional intervention or retreatment or can be reasonably expected to result in medical or surgical intervention, including hospitalization. Furthermore, the relationship of the enterprise stent to the reported aneurysm recanalization cannot be excluded (i.e., pi assessed event as possibly related to study device). Thus, the event is considered serious. There is no report of a device malfunction or defect. This file will be reassessed if new information becomes available. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional/modified information was received on 15-apr-2024. Summary: regarding the adverse event of ¿aneurysm recanalization,¿ the outcome of ¿not recovered / not resolved¿ was updated to ¿recovered / resolved.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). Section b5: additional/modified information was received on 16-jul-2024. Summary: regarding the adverse event of "aneurysm recanalization," the outcome of "recovered /resolved" was updated to ¿not recovered/not resolved.¿ this modified information has been reviewed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.